Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer requested assistance in resetting basal patterns. Customer is getting back on insulin pump therapy as she is moving hospitals. Customer states hospitalization is not diabetes related. Customer states healthcare provider uploads to carelink. Customer was advised to follow up with healthcare professional regarding charge information.